Event description:
During implant surgery of cervical stabilization sys at c5-c7, an outer bone screw penetrated through the platform during insertion of the screw. This screw was removed and replaced with a second screw, which also penetrated the platform. A third, larger diameter screw, was then placed successfully. The surgeon responded that intervention was required because the screws had to be replaced. The replacement was made immediately during the same surgery. No pt injury was reported due to this incident.

Manufacturer narrative:
Quality investigation report. Actual condition: both screws have no sign of fracture, but do have displaced metal signs in critical areas. Investigaion. Visual examination: the implants have signs of displaced metal, but show no other signs of damage. Dimensional evaluation: the outside diameter of the head of the screw was dimensionally checked for conformance to the engineering specifications, but it is impossible to determine what the diameter of the screw was prior to surgery. Due to the deformation of the screw, an accurate measurement is not possible. Material evaluation: the outer bone screws are not etched with a lot number. Acromed sends each heat lot of raw material to an independent testing laboratory for verification of the chemical and physical properties and comparison to the manufacturers test results. Deformation evaluation: observed returned product underneath a microscope which determined that in fact the locking mechanism "lip" was deformed in a way that the "lip" was deformed near flat. Corrective action: a clarifying engineering change order was initiated to override the drawing specification note to break all edges on the counter bore edge. This will clarify to the manufacturer that a defined edge must be present. Preventative action: it is necessary that the drill guide be seated properly in order to drill the desired angle which will prevent excessive angulation and eliminate chances of deformation of the screw. This instruction is clearly stated in the surgical technique manual.